Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that device failed accuracy test +8.5%. The event occurred during testing. There was no delay in therapy. There was no customer damage reported. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
D3 - mfg establishment name: corrected. D9 - device available for evaluation: updated. H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The event history log was unable to be reviewed as the product was not returned.